Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: contact by phone.

Event description:
Health professional reports they accidentally swabbed a patient with a negative qc swab from a sofia 2 flu+sars kit lot#708856. Additional kit details were not provided. Hp only called in to inquire if they need to inform the patient of the use of the qc swab. Hp reports they have not been advised of any symptoms from the patient. Tss explained informing the hp would be based upon their company policy/decision. We are unable to provide guidance on what to inform the customer of. Tss provided guidance about the qc swab per pi: negative control swab (1): swab is coated with heat-inactivated, non-infectious streptococcus c antigen. Tss recommended the hp call back in if the patient reports any symptoms. Tss recommended using kit swab when swabbing patients.